Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness") and irritability ("irritability"). The patient was treated with surgery (hysterectomy/ surgery to remove essure). Essure was removed in 2011. At the time of the report, the pelvic pain, dizziness and irritability outcome was unknown. The reporter considered dizziness, irritability and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included overweight. In 2007, the patient had essure inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2008, the patient experienced mood swings ("mood swings"), feeling cold ("cold all the time"), urinary tract infection ("uti"), dry skin ("excessively dry skin"), pollakiuria ("frequency increased"), incontinence ("incontinence"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), arthralgia ("joint pain") and vulvovaginal pain ("vaginal pain"). In 2014, the patient underwent eyeglasses therapy ("I had to get glasses 4 years ago"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), irritability ("irritability") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (hysterectomy/ salpingectomy, oophorectomy). Essure was removed in 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis and dyspareunia had resolved, the dizziness, irritability, mood swings, feeling cold, urinary tract infection, female sexual dysfunction, dry skin, pollakiuria, incontinence, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, eyeglasses therapy, weight increased, arthralgia and vulvovaginal pain outcome was unknown and the fatigue was resolving. The reporter considered arthralgia, bacterial vaginosis, dizziness, dry skin, dysmenorrhoea, dyspareunia, eyeglasses therapy, fatigue, feeling cold, female sexual dysfunction, headache, incontinence, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date updated to 2009. Events mood swings, cold all the time, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, bacterial vaginosis, apareunia (inability to have sexual intercourse), excessively dry skin, bladder or frequency increased, incontinence, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, I had to get glasses 4 years ago, fatigue, weight gain, joint pain, vaginal pain and essure confirmation test: no added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.